Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows that the system detected a mismatch in the two positioning sensors of the c-arm rotation axis. The potentiometer responsible for providing information about system positions did not deliver correct values. The system automatically detected an error by means of comparing the first source of information (encoder or second potentiometer) with the second source of information (potentiometer). As a result, the system movement speed is reduced followed by a relevant message ("reduced stand/table speed") displayed for the customer. Upon investigation the involved customer service employee (cse) exchanged the potentiometer. After the hardware exchange, the system recovered and works as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that the c-arm rotation stopped moving. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.